Manufacturer narrative:
Date of birth: (B)(6), exact date of birth is unknown. Additional suspect medical device components involved in the event: model: db-2202-30, serial/lot: (B)(4)/18588310, description: dbs directional lead sterile kit 30 cm. Model: nm-3138-55, serial/lot: (B)(4)/18597263, description: 55cm 8 contact extension. Model: nm-3138-55, serial/lot: (B)(4)/18597263, description: 55cm 8 contact extension. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient, who is enrolled in the (B)(6) clinical study, was admitted due to (B)(6) after a longer period of incubation. Initial post-operative findings after a wound revision were unremarkable. However, sample excisions from the infected wound now detected evidence of infection. The patient was treated with IV antibiotics and then switched to oral antibiotics due to thrombophlebitis of the right forearm caused by the infusion. The wound was healing well and the sutures were removed. The patient was discharged with a plan to continue antibiotic therapy until the next follow-up visit. The event is resolving, and the physician assessed that the event was possibly related to the procedure and hardware and not related to the device stimulation.